Event description:
Patient reported falling down. Constrained liner has dislocated.

Event description:
Patient reported falling down. Constrained liner has dislocated.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The event was confirmed as the reported device was not provided for evaluation. Patient medical records were provided to a consulting clinician for review who deemed the information insufficient to determine a root cause. However, the x-ray provided did confirm the reported dislocation of the constrained liner. Device history review: indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated that there have been no similar reported events for the provided lot ID. The exact root cause of the event could not be determined due to insufficient information provided.